Event description:
It was reported to the distributor that during a procedure the bullet head of the suture became dislodged and was left in the pt. Per the end user the doctor left the bullet head to prevent causing additional harm to the pt. No adverse outcome was reported.

Manufacturer narrative:
Manufacturer will continue to monitor this issue through trending. Additional information: the device was not returned and is unavailable for evaluation. No results are available at this time.